Event description:
The user facility reported a leak in the hollow fiber bundle of a dialyzer during the first use. The dialyzer was changed out and discarded. Dialysis treatment was completed using another dialyzer unit. The estimated blood loss due to the change out was 250-cc. The user facility reported that there were no pt complications and no medical intervention was needed. Additional event specific info was not available.